Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial exhibited noise and drops in impedance measurements. The lead was successfully capped and replaced; the procedure was completed successfully without adverse consequences to the patient.